Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to charge the ipg as the ipg was unable to establish communication with external devices. Trouble shooting was tried to no avail. A manufacturer representative confirmed the ipg was inoperable. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the patient underwent surgical intervention wherein the ipg was explanted and replaced which resolved the issue. Therapy was restored postoperatively.